Event description:
Surgeon was using the pen to mark the eye and the ink exploded inside the eye of the pt and the face. Pt was not injured and the surgery was performed. Device was used at the time at the surgery. Surgery was lazik eye surgery. No medical intervention required.